Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is "rupture". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side "rupture". Device remains implanted.

Manufacturer narrative:
Additional, corrected, and/or changed data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Health professional reported additionally reported capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and wear abrasion. A leak test and microscopic analysis was performed which identified a cracked opening on valve seat, and delamination of valve. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was a cracked opening on valve assessed as cracked valve seat diaphragm valve, and delamination of diapherm flange disk assessed as adhesive failure. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Device has been explanted.